Event description:
It was reported that the md performed treatment of a large aneurysm with a stent and a coil. The microcatheter was navigated past the aneurysm and the intravascular diagnostic catheter was navigated into the aneurysm sac with full deployment of the coil into the aneurysm. Then partial deployment of the stent across the neck of the aneurysm. Additional flouro views showed unfavorable positioning of the coil loops. The coil was then partially re-sheathed and redeployed with the same result. The position of the coil in the aneurysm displayed some loops in the parent vessel. The md decided to remove the coil and while re-sheathing resistance was felt. The md stopped and advanced a bit of the coil which showed it advancing on the flouro. Re-sheathing was attempted again, with the same resistance felt but the coil did not move on the fluoro. The delivery pusher wire was fully removed with the coil partially in aneurysm and partially in diagnostic catheter. The stent was fully re-sheathed and the diagnostic catheter was removed slowly with the coil contained as a system and taken out of the patient intact. A new stent was deployed without issue. The pusher wire that separated was discarded by the hospital. The patient was reported to be stable with no harm or injury reported.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned. The alleged product issue could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with the use of the device.

Event description:
No additional information was received, please see h6 & h11.

Manufacturer narrative:
Investigation conclusion: the investigation of the returned coil system found the implant stretched and bunched up at the proximal end, separated from the pusher, and partially stuck within the microcatheter. The pusher was not returned for evaluation. The investigation found the implant's monofilament showed a tensile break shape at the tip, which is consistent with the device experiencing force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the stretched implant, but stretching is consistent with the device experiencing forces exceeding the implant's yield strength. The microcatheter used in the procedure was found to be flattened at the distal end, which may have caused or contributed to the reported complaint.